Manufacturer narrative:
The lead was returned with no reported event. As received, only the connector portion of the lead was returned in one piece measuring 36.3 cm. Visual examination found an external insulation abrasion caused by friction to the device can was noted at 18.4 cm to 18.6 cm from the connector pin. The insulation abrasion breached the non-functioning cables lumen with no damage noted to the etfe cables coating.

Event description:
This report is to advise of an event observed during analysis.